Event description:
It was reported that the pt had good stimulation until 2009, then chronic pain started to return. The stimulation then disappeared and did not have enough effect on the pain. The physician tried several programming options without any better results. Impedance measurements were greater than 4000 ohms. The physician suspected some kind of lead migration. When the revision was performed, the lead was found dislocated in the epidural space and there was separation of the titanium insert from the silicone portion of the anchor. The lead was cut since the physician was not going to do it, and the lead was replaced and the anchor was explanted. The pt had good stimulation and pain relief following revision.